Manufacturer narrative:
No patient was involved in this event. A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly. Unable to replicate reported event.

Event description:
A medtronic representative reported that the fusion system monitor intermittently cut out and showed "no input detected". The site nurse reported this has happened frequently over the last few weeks. The system did not show "no input detected" at any specific point in the software. Sometimes the system would boot up normally and sometimes it would immediately show "no input detected." There was no patient present.